Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during two routine hemodialysis treatments. Rinseback was not performed resulting in an estimated combined blood loss of 340cc for the two treatments. No medical intervention was required.

Manufacturer narrative:
The reported blood loss events are attributed to the operator not performing rinseback in a timely manner following an unrecoverable alarm. The exact cause of the alarms is under investigation. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.